Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 560 mg/dl. The customer was able to lower their blood glucose to 100 mg/dl with 60 units of insulin. It was also found the customer's belt clip was broken. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.